Event description:
The customer typed a patient as d positive (2+) at is using anti-d series 5. The patient had a history of being d negative. Due to typing on 4/28/08, the patient was given two units of a positive red blood cells. Customer is not aware of any adverse reactions displayed by the patient at this time.

Manufacturer narrative:
In-house donor samples of various rh phenotypes, including weak d cells, were tested with retention anti-d series 5, lot 505548. The expected reactivity was observed in all testing. The returned patient's red cells exhibited positive direct antiglobulin test. The strong reactivity was due to bound igg. The patient's washed red cells were tested at the immediate spin test phase only with anti-d series 5, lot 505548 and with other manufacturers' anti-d blood grouping reagents. No reactivity was observed. The returned patient's red cells were treated with ega to remove the bound igg. The patient's ega-treated red cells were tested in direct antiglobulin test. No reactivity was observed. The cells were then tested with anti-d series 5, lot 505548 and with other manufacturers' anti-d blood grouping reagents at the indirect antiglobulin test with an albumin control. No reactivity was observed. The event appears to be related to the nature of the sample.